Event description:
It was reported by service report that the stretcher had a broken side rail weld and it would not lock in the upright position. No pt involvement or adverse consequences are reported.